Manufacturer narrative:
Additional information was requested but has not been received.

Event description:
It was reported that the insertable cardiac monitor (icm) exhibited bluetooth telemetry loss. No resolution was performed. The patient condition was unknown.

Event description:
New information received notes that the patient condition was stable.

Manufacturer narrative:
The reported event of bluetooth (ble) drop was confirmed. Based on the information provided, it was observed that the device experienced multiple reconnections due to supervision timeouts, which ultimately led to a telemetry break. The telemetry break was determined to be due to weak ble signal.